Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-aug-2025, the user's caregiver reported that the ilet device displayed alert 57 throughout the day. The user disconnected from the body and attempted troubleshooting, including restarting the device and performing a dry run. During rewind, the device displayed "unable to proceed." Troubleshooting was attempted, but the issue persisted, and a replacement device was arranged. Blood glucose was not affected. No medical intervention was required.